Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : investigation flow: device interaction / functional / damage visual inspection: the driving cap/threaded (p/n: 03.010.523, lot #: l812337) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was broken and the broken part was received stuck inside the insertion handle. No other issues were observed with the returned device. Functional test: a functional test cannot be performed on the returned device as the broken tip of the device was received stuck inside the mating device (insertion handle). However, the broken tip could have contributed to the functional issue. The complaint can not be replicated with the returned device. Dimensional inspection: the dimensional inspection was performed on the returned device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed the complaint was confirmed. Conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523 lot # l812337) as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings (B)(4) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # (B)(4) as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.010.523, lot: 9065773, manufacturing site: (B)(4). Release to warehouse date: oct. 28, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 03.010.523, lot: l812337, manufacturing site: (B)(4), release to warehouse date: june 29, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the removal of nail cross-threaded device, needs to be replaced. It is unknown if there was surgical delay. Procedure outcome status is unknown. No patient consequence. Concomitant devices reported: radiolucent insertion handle frn (part# 03.033.001, lot# l700509, quantity# 1). Rad aiming arm/frn greater trochanter (part# 03.033.003, lot# l750740, quantity# 1). Cam lock lever for rad aiming arms (part# 03.010.497, lot# t154632, quantity# 1). This complaint involves two (2) devices. This report is for (1) driving cap/threaded. This report is 1 of 1 (B)(4).